Manufacturer narrative:
The initial allegation that the power cord had caught fire was later clarified. It was determined that the cord had been run over during transport to the new location, causing it to tear. When the damaged cord was plugged into the wall outlet, it sparked at the damaged section of the cord. The photographic evidence provided by the arjo service technician confirmed malfunction, the power cable has signs of mechanical damage. The insulation was broken with copper wires exposed. The citadel plus instruction for use (ID. 831.374-en rev. 14) includes the following safety information regarding the power cord: ¿make sure the power cable does not become entangled with moving parts of the bed or trapped between the bed frame and head board." "Make sure power cable is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cable can cause damage to the cord, which may produce risk of fire or electric shock. Pull the power cable out of the mains wall outlet to remove power from the unit.¿ to sum up, the power cord was damaged due to user error, the cable was run over by the bed and plugged in. It resulted in sparks emission. Thus, the arjo device failed to meet its specification. There was no indication of the patient's involvement. The complaint was assessed as reportable because sparks were emitted when the faulty power cord was plugged in. No injury was claimed.

Event description:
Arjo became aware of a citadel plus bed frame malfunction. The customer reported that the power cord caught fire. There was no indiction of the patient involvement. No injury was reported.